Event description:
The complaint is reported as: "1 hour after the change of the filter the expiration valve of the ventilator blocked. The filter placed at the expiration port of the ventilator did not pass any air. There had been no aerosol procedures and the ventilation was not complicated nor with use of high pressure. After changing the filter everything was normal again". No patient injury or consequence. The condition of the patient is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. A device history record review was performed and no relevant findings were identified. The complaint reports that the filter was placed at the expiration port of the ventilator and did not pass any air. This could happen due to the accumulation of condensation or secretions. The IFU for this product states to replace it immediately if there is increasing resistance, if it is soiled with secretions or otherwise obstructed. At the manufacturing site, 100% drop testing and visual inspection is conducted after the assembly process; therefore, any defects would be detected prior to release. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned sample.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "1 hour after the change of the filter the expiration valve of the ventilator blocked. The filter placed at the expiration port of the ventilator did not pass any air. There had been no aerosol procedures and the ventilation was not complicated nor with use of high pressure. After changing the filter everything was normal again". No patient injury or consequence. The condition of the patient is reported as "fine".